Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date in (B)(4) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. The patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration were not reported) for peritonitis. Dianeal therapy remained ongoing. On an unknown date, the patient was discharged. At the time of this report, the patient was recovering. No additional information is available.